Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (value not provided). Reportedly, the cause was related to pump settings. Customer required assistance from parent to treat bg level via consumption of carbohydrates. No additional information was provided.